Event description:
It was reported that the 9600 system intermittently presented error message 253 and the keypad on the workstation is not responding correctly (has delay). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Removed and reseated all pcbs, confirmed power supply voltages and all cable connections. The system was tested and found to be working as intended and placed back into service.